Event description:
Customer reported an issue with the incorrect time setting on their pump, which was linked to a previous reset performed by technical support to address a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor it, instructing to contact technical support again if the time discrepancy exceeded five minutes.